Manufacturer narrative:
(B)(4). The (B)(4) breathing circuit is not sold in the USA, but is similar to a product sold in the USA with a 510 (k) of k983112. The complaint (B)(4) breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that when an (B)(4) adult inspiratory-heated breathing circuit was connected to a humidifier, the temperature display on the humidifier did not increase. The issue was resolved by a replacement breathing circuit. No patient was involved.